Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, and specifications was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The device was returned with the handle and the basket formation in the open position. A functional test was performed and the unidex handle (udh) actuated the basket formation. A visual examination noted that one of the cross wires were broken and two of other wires were broken. The collet knob was found to be tight. The mlla (male luer lock adaptor) was noted to be loose. No kinks were noted in the basket sheath. The support sheath and basket sheath were found adhered and secured. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record shows no nonconforming events. A complaint history search revealed this to be the only reported complaint associated with the complaint lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the wire of ncircle tipless stone extractor basket was broken prior to use. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure.